Event description:
The user reported a low glucose event in which the system did not trigger a low glucose alert.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.